Event description:
Pt reported issues with 8mm pen needle causing extra bruising and bleeding since starting tymlos. Likely too large for her skin per pt. Used 5mm before and requesting to try. Contacting dr for change. Rph.